Event description:
It was reported that one promus stent was implanted in the left anterior descending artery during the index procedure on (B)(6) 2010. On (B)(6) 2012, while in the hospital after rotator cuff repair, recurrent ischemic symptoms (chest pain and dyspnea) lasting greater than 10 minutes occurred. Troponin was 0.58 peak and non-st elevation myocardial infarction was diagnosed. No intervention was performed and the patient had no recurrent discomfort. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina, ischemia, dyspnea, and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.